Event description:
Complainant's alleged that the emergency medical technicians were attempting to analyze a pt's (age and gender unk) heart rhythm, but when they pressed the analyze button, the device screen displayed a "check electrodes" message and dash lines. The emt's then checked all connections and all appeared to be securely connected. The emergency medical technicians again attempted to analyze the pt's heart rhythm, but the screen displayed the same message and dash lines. The pt subsequently expired, but the complainant indicated that the pt outcome was not a result of the malfunction, as the pt "was too far gone." The complainant indicated that the facility was unable to duplicate the malfunction, and the malfunction may have been a result of the device having been stored for a length of time with the multi-function electrodes attached causing the electrodes to become damaged. The electrodes were discarded after the event. The complainant indicated that the device would not be returning for eval by the zoll technical service dept. The device has been returned to service and there have been no addition malfunction reported with the device.